Event description:
Meter name: one touch profile. Strip name: one touch test strips. Meter code: unknown. Strip code: unknown. Strip storage: stored incorrectly. Symptoms: dry mouth, cold sweat. The pt reported that the pt was seen in the ER. The meter allegedly was inaccurately low. The results on the pt's meter was 239mg/dl. The result from the ER meter was "about 340-400" (units not specified). The time difference between the pt's meter and the ER meter was less than 10 minutes. The treatment was unknown. No further info has been reported.